Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2010. It was reported that the patient's charger was unable to communicate with the patient's ipg when the patient was sitting. It was reported that the patient recently lost a significant amount of weight. The ipg allegedly becomes displaced or angled when the patient sits down. It was reported that the charger will only communicate with the ipg when the patient stands. The patient stated that she rode an all-terrain vehicle about one month ago and landed on her tailbone. However, she reported that the issues with charging began prior to this incident. A replacement charger was sent to the patient, but it is currently undetermined whether the replacement device has resolved the issue. No further information is available at this time.